Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 234265-2015-06028. It was reported the catheter froze on the guidewire. The physician placed v-18 control wire across the lesion on the right had side for femoral angioplasty. A 6.0 mm x 40 mm, 80 cm ranger drug coated balloon (dcb) was advanced through the sheath, resistance was noticed while pushing the balloon over the guidewire. The balloon was able to be correctly placed and inflated in the lesion. The balloon was deflated and was noted to be froze on the guidewire. Both the balloon and guidewire were removed from the patient together. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the device has a kink near to proximal section. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 234265-2015-06028. It was reported the catheter froze on the guidewire. The physician placed v-18 control wire across the lesion on the right had side for femoral angioplasty. A 6.0 mm x 40 mm, 80 cm ranger drug coated balloon (dcb) was advanced through the sheath, resistance was noticed while pushing the balloon over the guidewire. The balloon was able to be correctly placed and inflated in the lesion. The balloon was deflated and was noted to be froze on the guidewire. Both the balloon and guidewire were removed from the patient together. The procedure was completed. No patient complications were reported.